Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens model cq2015 in the cartridge and the front haptic got caught up on the cartridge prior to insertion so no pt contact or injury.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic on the lens is bent. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.